Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colon biopsy procedure performed in 2009. According to the complainant, the first biopsy was performed without issue. During the second attempt, one of the device jaws failed to close. The scope and device were removed from the patient in tandem and the procedure was successfully completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Other (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.